Event description:
The handpiece was returned to the MFR for service, and during the eval the device started smoking. There was no pt involvement at the MFR during this event. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was rec'd at the MFR for service. During the eval the device started smoking. Based on the investigation details, the likely cause was an electrical - circuit board issue. Evidence of 3rd party parts and service was found, which may have contributed to the event.